Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three insulin flow blocked alarms due to a bent cannula infusion set, resulting in high blood glucose level event between (B)(6) 2025 to (B)(6) 2025. The insertion site was abdomen. The patient subsequently went to emergency room (ER), but patient took a shot and emergency room just monitored it. The patient experienced symptoms three or more hours after insertion. The ketones were tested positive. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.